Event description:
It was reported that during recovery from a shoulder surgery that was unrelated to vns, the magnet was not stopping device stimulation. The physician was advised to tape the magnet securely over the generator. It is unknown if taping the magnet over the generator ultimately discontinued device stimulation. Attempts to obtain additional relevant information have been unsuccessful to date.